Manufacturer narrative:
As reported, optifix fixation device failed to fixate the mesh. Based on the sample evaluation results, the reported event failed to fixate could not be reproduced. The device was found to function as intended deploying the remaining fasteners with no issues. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unknown procedure, the optifix fasteners failed to hold the tissue and mesh on the coelio plate. There was no reported patient injury.